Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient doesn't know if therapy is working or not, doesn't know if feels any sensation or not. When asked, patient said that has experienced a couple of accidents which started in march. When asked, patient said doesn't recall when last had ins battery checked at healthcare professional (hcp) office, said it has been a while. Patient thinks that the last setting was 4.0. The patient was redirected to their hcp to further address the issue. Patient was redirected to schedule ins battery check and if ins battery depleted, patient to discuss ins/system replacement options with hcp, however if determined that ins battery is fine, then they are to call during appointment to request replacement for controller. Additional information was received from the patient. They reported that they have contact their hcp, and have appointments on (B)(6) 2022, (B)(6) 2022. And (B)(6) 2022. The cause was determined to be battery dead. To resolve the issue, the steps that will be taken is replacement of interstim. This has not yet been resolved.

Manufacturer narrative:
Date is estimated: month and year are valid. If information is provided in the future, a supplemental report will be issued.